Event description:
"Two davinci xi monopolar curved scissors were damaged, likely when a tip cover was removed. Orange was showing where there is supposed be insulation. This puts the instrument at risk of arcing. This was caught by the team before the patient was in the room and removed from the table. They were replaced with an intact instrument. Damaged instruments brought to metal cabinet. [Redacted name], the intuitive rep, is aware. The product has been placed in the broken instrument cabinet and will be returned once released."